Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/30/2015 with the following findings: the battery compartment was cracked. Unrelated to this issues, the clip insert was broken and the clip would not attach to the pump. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 03/30/2015.